Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 3.1 and 3.2 on the main unit had failed. The field service engineer (fse), logged into diagnostics and unable to see the drawers. The fse opened the back panel and found the pyxibus module was dead. A fse replaced the controller module for the smart half height drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawers were not detected on the communication bus. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.